Event description:
Our rep is reporting to us that they were notified today that the patient would be undergoing a re-surgery for remedy of a post-op anchor pull out. It appears that the patient had a successful arthroscopic rotator cuff repair around (B)(6) ago with the use of a versalok anchor for fixation. Subsequently, at some point in time, the patient presented with pain; x-rays take revealed that the anchor had pulled out and was floating in the subacromial space. The re-surgery is taking place at this time; our rep. Will follow up with further details and re-surgery status.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The patient underwent a re-surgery for remedy; at this 2nd surgery the surgeon removed the original fixation device and re-fixated using a competitor's device. Nothing is being returned for evaluation, the complaint device was discarded by the user, and, no part or lot identification was provided, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.